Manufacturer narrative:
(B)(4). Batch # m91x4v. The device was returned with the tissue pad damaged, melted, and a piece was returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. It is possible that the reported smoke was generated by the tissue pad being melted. The batch history records were reviewed with no anomalies noted during the manufacturing.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. Additional info received: is the detached tissue pad being returned with the rest of the device for analysis? -no information. Or was the tissue pad discarded? -no information.

Event description:
It was reported that during a lap sigmoidectomy, the tissue pad was detached off. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.